Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Lens remains implanted, therefore not explanted. (B)(6). Device evaluation: product evaluation was not performed because the product has not been returned and remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon implantation a metal particle was observed on the (intra-ocular lens (iol). It was not possible to remove it during the operation using forceps and as it was a delicate operation with capsular tension ring the decision was made not to remove the lens to prevent complications. The surgeon does not think that this will lead to any visual disturbances for the patient. Through follow-up we learned that the surgery was on the (B)(6) 2020 and a post op was performed the day after the surgery. No additional information was provided.